Event description:
According to the family member of the patient complained that the patient did not respond to sound as well as before. Testing showed that the electrode impedances have been increasing progressively.